Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 3 days after the dental implant was installed in the patient's mouth it was verified its non osseointegration. 45 ncm of primary stability was achieved and immediate load was performed.